Manufacturer narrative:
Sections h3 and h6: evaluation solely based upon information and three photographs of footswitch provided by distributor and not physically evaluated by the manufacturer. Note: this event was initially determined to not be reportable. However, retrospective reassessment led to the decision to report. Note: the following information is considered to be confidential. An evaluation was performed based only on three photographs and other information provided by the distributor. The footswitch was not physically evaluated by trimedyne. When the distributor service manager opened the footswitch assembly, a loose washer was found between the end plate of the plunger and the microswitches. The washer was removed and the footswitch operated properly. Possible cause: an additional washer may have been inadvertently left inside the footswitch during production. During movement of the footswitch, the washer became positioned between the end plate of the plunger and the microswitches and prevented the footswitch from functioning properly. The event is being reported because if the loose washer had become positioned in another location such as between the footswitch guard housing and the end plate of the plunger, there is a possiblity that the microswitches would have continued operating when the footswitch was no longer being depressed causing the footswitch to stick in the "on" position.

Event description:
It was reported that a footswitch was defective. After depressing the footswitch, there was no response from the laser unit. After replacing the footswitch, the laser worked fine. This information is documented as reported to trimedyne.